Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm; model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having massive pain at the ipg site. Symptoms were swelling and redness. The leads and extensions were causing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and relocated, ipg port plugs were placed, and two leads along with the extensions were explanted. The patient was doing well postoperatively. No device malfunction suspected.

Event description:
A report was received that the patient was having massive pain at the ipg site. Symptoms were swelling and redness. The physician believed that there was infection but he was not sure if the infection was related to the device. Cultures were not taken because the infection was cleared up. The patient underwent a revision procedure wherein the ipg was replaced and relocated, ipg port plugs were placed, and two leads along with the extensions were explanted. The patient was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
.